Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hiatal hernia. According to the reporter:needles kept spontaneously falling out of the endostitch. All needles were accounted for, and there was no patient injury. A new endostitch was opened and the procedure completed. There was no injury to the patient. A needle released into the patient, but was recovered.